Event description:
It was reported that during intro-aortic balloon (iab) therapy, the intro-aortic balloon pump (iabp) console generated a warning of non-existence of pressure signal. All tests were performed without detecting iabp equipment failure, and other iabp equipment was tried and the problem persisted. The iab was withdrawn from the patient. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information 0 event description & medical device ¿ problem code. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) console generated an unable to calibrate optical sensor alarm. All tests were performed without detecting iabp equipment failure, and other iabp equipment was tried and the problem persisted. The iab was withdrawn from the patient. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a